Event description:
The svc report shows the customer alleged that the audible alarm volume was weak. The customer support engineer verified the reported condition. The cse replaced the audible alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.